Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 mg/dl. Low bg cause was not known. Customer reported the "low bg that lead to blacking out, having a seizure". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.